Event description:
It was reported that the customer's insulin pump was not working correctly. It was stated that the insulin pump did not alarm when the reservoir had less then 10 units of insulin. It was stated that the insulin was completely gone for some time and the customer did not receive an alarm to alert her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.